Manufacturer narrative:
Currently,it is unk whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore,consider this report complete to the best of our knowledge.

Event description:
The customer's sister stated that the customer was hospitalized due to high blood glucose. The reported blood glucose reading was 977 mg/dl. The customer's sister stated that when the insulin pump was taken off of the customer they found the reservoir and the infusion set were filled with air bubbles. Troubleshooting was performed and it was found that the infusion set changes were performed properly, however,the reservoir was being filled with cold insulin. The customer's sister was advised to warm the insulin to room temperature prior to filling the reservoir. It was also explained to the customer's sister how to degas the insulin vial.